Event description:
It was reported that a patient presented to clinic for a generator change. Device interrogation revealed low pacing impedance on the atrial lead; the physician suspected insulation breach. On (B)(6) 2022, the physician elected to cap and replace the atrial lead. The patient condition was stable before, during, and after the procedure.